Event description:
It was reported that during a stenting treatment procedure a stent dislodgement occurred. The 70% stenosed target lesion being treated was located in the posterior descending artery (pda). The lesion was pre-dilated with a 2.5x12mm maverick balloon. A 2.25x12mm promus element stent delivery system (sds) was then advanced to the pda and was unable to be deployed. The sds was withdrawn into the guide catheter and a second guide catheter was advanced for extra support. The sds was again advanced to the lesion and during the advancement the stent dislodged off of the balloon and was pushed proximally onto the shaft. The stent remained on the shaft of the sds and the device was removed intact without any additional complications. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the device found the device was returned to the complaint investigation site with the stent dislodged from the balloon and resting on the outer. The tip was flared. The hypotube was kinked along it's entire length. A product mandrel was inserted through the lumen with no restrictions noted. The balloon section of the device were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The dfu states that "an unexpanded stent should be introduced into the coronary arteries one time only. An unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur. If unusual resistance is felt at any time during lesion access before stent implantation, the stent system and the guide catheter should be removed as a single unit".the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user error as the device was not used in accordance with the dfu. (B)(4).

Event description:
It was further reported that there was difficulty crossing the lesion with the 2.25x12mm promus element stent delivery system.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that there was difficulty crossing the lesion with the 2.25x12mm promus element stent delivery system.